Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of a steerable guide catheter (sgc), a leak in the hemostatic valve was observed. Damage to the hemostatic valve was suspected. Therefore, the sgc was not used and was replaced. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on information provided and without the device to analyze, a cause for the reported leak/splash (loss of fluid column during device preparation) could not be determined. The reported unknown damage suspected to the hemostasis valve (product quality problem) appears to be related to user perception for the cause of the leak as damage was suspected and no damage was confirmed on the device. There is no indication of a product issue with respect to manufacture, design or labeling.